Event description:
Received new chair on morning of (B)(6) 2018. Unpacked it and checked for any defects, none were found. Had client sit in chair and test it in house, no problems. Went to (B)(6) that afternoon and within an hour of arrival, the right front wheel fork buckled.